Manufacturer narrative:
(B)(4). Eval, results: dissection.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the 1st diagonal branch during index procedure. There was a second endeavor sprint (rx) drug eluting stent implanted overlapping the distal end of the first endeavor sprint rapid exchange (rx) to treat a dissection. It is reported that the pt recovered with treatment.